Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 02-apr-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the physician considered that the char was excessive and the amount of char caused a potential risk to this patient and estimates the risk to be increased. The device evaluation was completed on 15-apr-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. According to pictures provided by the decontamination center, a very thin layer of char / thrombus residue was observed above the dome; however, during the visual analysis in the lab, no char residue was identified. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material was identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed based on the picture provided by the decontamination center. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and the physician considered that the char was excessive and the amount of char caused a potential risk to this patient and estimates the risk to be increased. After the procedure, the physician noticed some charring above the electrode. It was located between the tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error message nor did the physician / user see any product problem. No issues related to temperature and flow on the catheter. The generator parameters were qmode+, 90w, temperature target: 55°c and temperature cut off: 65°c. The correct catheter settings were selected on the generator. The duration of ablation used was not greater than 60 seconds (qmode+ -4). The pre-ablation high setting was 2s. The average contact force was not greater than 25grams. The physician aims for 5-15grams. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation rate was not used outside of those prescribed. The patient was anticoagulated. Act >300 and maintained throughout the case. Heparinized normal saline was used. The patient had no complications. No patient consequence. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char was excessive based on their clinical experience. The physician considered that the amount of char observed caused a potential risk to this patient and estimates the risk to be increased.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).